Event description:
A malfunction was reported that caused the customer's blood glucose level to exceed 500 mg/dl, which was displayed as "high." The customer had not treated the high blood glucose level at the time of the report and planned to resume insulin therapy to address it. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.